Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an altitude alarm. Customer's blood glucose level was 220 mg/dl. Ultimately, the alarm was able to be cleared and insulin delivery was successfully resumed.